Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please share your operative reports so that the product code and lot number can be identified? Additional information was requested and the following was obtained: do you mean that the suture pieces "spit" out at the ends of the incision? Yes. What tissue was the needle/suture combination used on? Unknown, but approximately ten inches of stratafix suture was used. Was the suture placed interrupted or continuous stitch? Continuous ¿ the patient describes it as having barbs/knots coming out on each side every so often along the suture how many knots were placed in the suture? N/a. Do you know the product code or lot number? Product used was the symmetry pds plus. Hospital stayed they do not have lot number. Product was used (B)(6), and they stated it would be from the (B)(6) order and you would be able to access that information from your side. How many days after surgery did the issue begin? Around 4 weeks. Please provide your gender (if not obvious), age and body weight and height at the time of this surgical procedure female, product was used for c-section. I weighed (B)(6) pound going into the delivery room. Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2016 and the barbed suture was used. Following the procedure, the corner of the incision opened, became irritated and infected, and pieces of the suture came out of the opening. It was also reported that, after removing the segment or suture, the irritation and infection would subside somewhat. The incision has been intermittently irritated and expressed purulent discharge along with segments of suture. The patient has been prescribed oral bactrim and over the counter topical antibiotics along with standard wound care to treat infection and promote healing. The patient reports at least one period of time off medical treatment, but recently symptoms returned and she resumed oral and topical antibiotics. The patient has removed a total of about four and a half inches of suture since symptoms began in early (B)(6) 2016. The patient is currently on oral and topical antibiotic. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: here is the latest update. The incision opened again last week. It was only about the size of a pen tip, and another piece of suture came out. The hole closed-up a couple days after the piece came out. Is there an eta on when results will be available? I am trying to avoid having surgery to remove any remaining pieces if possible. A plastic container with traces of explanted or recovered suture fragments was examined. Of the four fragments submitted, only one example appeared to be a suture fragment. The fragment was consistent in appearance with a synthetic absorbable polymer (pds), but was colorless. The ir spectrum obtained was consistent with pds and proteinaceous material (residual tissue remains). The pds was significantly degraded. Based on the implantation date ((B)(6) 2016) and the pi creation date ((B)(6) 2017), 118 days after implantation, the suture device would not be expected to have been completed absorbed, but would be expected to have lost most of its original breaking strength. Timeframe is within normal absorption profile and it is a normal foreign-body reaction for an extended period.